Event description:
Patient admitted for full term pregency in active labor. After failure to process, a c-section was performed. One day post-op, foley ordered removed a 6cc syringe was used to remove the fluid from the rentention balloon. Only 2cc was evacuated. Foley cut but there was still no release of the rentention fluid. M.d. Removed catheter manually by pullin it out. Patient in pain but voided normally no further complications.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.